Event description:
Customer reported device base unit was melted on the bottom right hand side. Customer cleans device with alcohol pads. No treatment was received. A request was made for return product and replacement product was sent.